Manufacturer narrative:
Analysis found that when the rf head was connected to the programmer, power to the programmer was interrupted. The issue was attributed to the rf head cable, which was replaced. Following which, the rf head interacted with the programmer as expected, and passed final functional testing. The rf head was forwarded for cosmetic repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The radio frequency (rf) programmer head was returned as an associated product and subsequently tested out of specification. There was no patient involvement.